Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is (B)(4).

Event description:
A center manager reported laser stopped at twelve or fifteen percent on a patient's right eye during a lasik procedure. Reporter indicated the procedure was completed. There was no report of patient harm, and patient is said to be doing well.

Manufacturer narrative:
During an onsite visit the fse (field service engineer) replaced an internal energy monitor and successfully completed system verification to specification. No issues could be detected in the log files review. The root cause could not be identified conclusively. (B)(4).